Event description:
On (B)(6) 2014, the lay user/ reporter contacted lifescan (lfs) in (B)(4) alleging a onetouch verio pro meter was displaying inaccurately high results compared to the same meter. The patient was not available for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2014 at 1:18pm readings of ¿60 and 282mg/dl¿ and ¿397, 376, and 102 mg/dl¿ were obtained on the same meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The reporter did not state what medications the patients takes to manage her diabetes or if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2014 she went to the doctor¿s office and she was given a new meter, and was told to contact lfs. At the time of troubleshooting, the cca confirmed he subject meter was in the correct unit of measurement and her test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment from a healthcare professional which suggest an acute complication of diabetes occurred. However, this complaint is being reported because, the patient performed a meter compared to the same meter comparison which meets lfs¿ criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.